Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 400 mg/dl and trace ketones. Supply changes were performed to address the occlusion alarms and the occlusion alarms continued. Due to the elevated bg level, the customer was taken to the emergency room (ER). While in the ER, the customer received a manual injection to address their bg level. The customer was released a couple hours later with a bg level of 350 mg/dl and in a stable condition. The customer reported the pump would continue to be used for insulin therapy.